Manufacturer narrative:
(B)(4). This event is currently under investigation.

Manufacturer narrative:
Nonresorbable materials, unretrievable in body- not labeled. Separates- not labeled. Ec results code: confirmed separation. During the investigation, a review of complaint history, device history record, drawing, manufacturing instruction, quality control (qc) and specifications was conducted. Wire guide was returned for evaluation. The coil at the distal end was elongated and was missing the welded tip. Per the description of event, the physician stated that a small piece remained in the patient. The coil length of the distal end of the wire guide after MFR is also the length of the taper from the solder connection. The fact that not much more than the tip separated from the wire guide was confirmed. All measurements meet the requirements of drawing. Specifications define the assembly process for the wire guide and points to the mi for the process steps to achieve them. Final inspection of the guide is controlled by qc. The wire guide is inspected 100% for solder and weld terminations between the mandnl and coiled tip. Length and diameters are inspected with meter scales and nng gages respectively. There are adequate controls in place to ensure the product is produced as intended. "After vein puncture, they inserted the wire, but the wire was not in the vein, the wire goes paravesal. When they want remove the wire, but it was not possible to remove the wire. Then they remove the needle, and after this they remove the wire with full force, by this the platinum tip of the wire disband, and getting longer. They remove the wire, only a little piece stuck in the patient's body." Based on the order of events, it appears that the wire guide became stuck and was attempted to be removed with the needle in place, the needle was subsequently removed and "full force" was required to remove the wire guide. There are specific precautions in labeling attached to the wire guide holder for the user not to attempt to remove the wire guide with the needle in place to prevent damage to the wire guide. It is feasible to suggest that the wire guide was damaged when it was retracted within the needle further making the wire guide difficult to remove and it was evident by wording used to describe the event that a load was applied much greater that would be typical for this type of situation (ie exceeding its designated tensile strength). Wire guide was returned for evaluation. It was evident from physical examination and comments from the user that the wire guide elongated and the result of not recognizing the caution of avoiding retracting the wire guide within the needle. It has been determined to the best of the key internal personnel will be notified and continue to monitor for similar events.

Event description:
Initial information provided stated that the wire guide got stuck in vessel and could not be moved. Eventually the physician freed the wire guide, but a small piece of product remained in the patient. Additional information provided stated: "after vein puncture, they inserted wire, but the wire was not in the vein. The wire goes paravasal. Then they want to remove the wire, but it was not possible to remove the wire. Then they removed the needle. After this they removed the wire with full force. By this the platinum tip of the wire disband, and become longer. They removed the wire, only a little piece stuck in the patient's body.